Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Information received from (B)(6). The literature indicated that a patient with pancreatic cancer underwent a microwave ablation percutaneously. Ablation time was 10 minutes. A post clinical follow-up study found that the patient was presented with pancreatitis that resulted in pseudo-cystis 30 days after the procedure had been performed. The pancreatitis was resolved using a drain.